Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation results: summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported an allergic reaction occurred with an unknown bd¿ needle after a blood draw was performed. The blood draw resulted in the arm swelling. The patient did not seek medical attention. However, she took "previously prescribed medication" to aid in the swelling.

Manufacturer narrative:
Additional information: b.5. Describe event or problem:it was reported an allergic reaction occurred with an unknown bd¿ needle after a blood draw was performed. The blood draw resulted in the arm swelling. She took "previously prescribed medication" to aid in the swelling. Dr. Administered prednisone 2 days after the initial event and the swelling had reduced. B.6. Relevant tests/laboratory data: dr. Administered prednisone 2 days after the initial event and the swelling had reduced. H3 other text : see section h.10.

Event description:
It was reported an allergic reaction occurred with an unknown bd¿ needle after a blood draw was performed. The blood draw resulted in the arm swelling. She took "previously prescribed medication" to aid in the swelling. Dr. Administered prednisone 2 days after the initial event and the swelling had reduced.